Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The pledget broke into pieces inside her, not sure if all pieces removed. Consumer went to her healthcare provider. Consumer stated that everything was removed already. She is fine.